Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading read "high." Troubleshooting was performed. The programming on the insulin pump was correct. The insulin pump passed the prime test. The customer stated that she lost the device to insert her infusion sets, so she has been inserting them by hand and has been having problems with high blood glucose levels ever since. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.